Event description:
It was reported that no disposable alarm was displayed on both pumps while using 100 ml cassette with flow stop. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.